Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed a related alarm. The pump successfully completed a prime sequence, bolus delivery, and 24-hour exercise test without issue or alarm. The force sensor was found to be out of calibration. No damage was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue with the pump. The loss of prime reportedly had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.